Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. The lead remained implanted. The patient was not dependent and not symptomatic.